Event description:
Customer called in to report that her pump in style transformer housing has cracked and she can see inside, she didn't see any sparking or anything else.

Manufacturer narrative:
A replacement power adapter was sent to the customer. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The product involved in the complaint was no returned for evaluation/investigation at this time. Therefore, no conclusion can be made as the cause of the event. Attempts to retrieve the product and to get additional information are ongoing. The cause of the breach in the rev n transformer has not been determined at this time. The issue is currently being investigated under (B)(4).